Manufacturer narrative:
(B)(4). Date of initial report: 12/15/2016. Date of follow-up report: 02/02/2017. One ls1520 was received for evaluation. Visual inspection found overmold melting on the side and charring on back of jaw. The customer reported the device stuck to tissue, melted, and was smoking. The reported condition of device melting is confirmed. The reported condition of device smoking and device stuck to tissue were not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The rotation knob was turned to each stop and activated. All seal cycles were completed satisfactorily and end tones heard indicating a completed activation cycle and a visually acceptable seal. No sticking was observed and no smoking occurred during tissue testing. Further inspection under microscope found that there was a staple stuck in the knife track of the device. The charring of the seal plate and the melted overmold is indicative of clamping on a metal object, such as a staple while the device was being activated. The investigation identified the root cause of the reported event of device melting to be a stuck staple between the knife track. The IFU states, contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc) may increase current flow and may result in unintended surgical effects such as an effect at an unintended site or insufficient energy deposition. No trend has been identified. DHR was reviewed and no entries potentially pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a veterinary procedure, tissue would stick to the sides and tip of the device.